Event description:
The patient has two extensions (from the same lot) connected to our competitor's leads. It was reported the patient experiences overstimulation when stimulation turns on by itself.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.